Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. The 'yes' key was not operational. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a spectrum iq pump had a nonoperational key. This occurred during testing in the biomedical service department. There was no patient involvement.